Event description:
One of the nurses noted that the instructions on the readybath shampoo cap indicate the cap can be heated in the microwave for no more than 30 seconds, but does not indicate at what temperature. The instructions caution that heating time may vary according to wattage. The company asked for additional guidance from the local representative, and was given two options: 1) heat in an 800 watt microwave for no more than 30 seconds, or 2) heat in the microwave warmers provided by medline. The company will suggest including the recommended wattage in the instructions to give users some sort of guideline as to duration of heating based on the strength of their microwave if they are not using the manufacturer's warmer.